Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the after removing a pocket (cubie drawer), the medication remained in the inventory instead of being deducted. A technical support specialist (tss) followed knowledge article (ka) "duplicate drawer and / or pocket information", accessed sql server management studio (ssms), and executed the required queries on both the server and station databases, including storage spaces list and loaded spaces queries. Station logs initially showed a snapshot isolation structured query language (sql) error during data upload; however, no further errors were observed after troubleshooting. A duplicate pocket entry was identified and cleared for drawer 3.2.a4, a station database backup was completed, and an inventory report was generated and saved locally. During troubleshooting, the station application was closed by the customer, and since the station was needed for use, the activity was rescheduled. The customer was advised to reload the medication into the drawer and confirm normal operation. No further issues were reported, and the case was proceeded for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, after removing a pocket from the cubie drawer, the medication was not removed from the inventory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.